Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is bleeding in middle of screen. Analysis also found one control knob, upper case, lower case, both bail covers, and ring cover are broken. One printed circuit board flex is creased and the battery contacts are compressed. (B)(4).

Event description:
It was reported the lcd (liquid crystal display) screen is damaged (not working) and the upper knob is broken. The device was returned for repair. There was no patient involvement.